Event description:
The advocate stated the customer tested her blood glucose and received a reading of 38 mg/dl using her contour meter. She retested and received a reading of 79 mg/dl using her breeze2 meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. No product will be returned for evaluation at this time.